Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). Device analysis for ins (B)(4) revealed it was functionally okay. No significant anomalies.

Event description:
It was reported a month later that the ins had caused a shocking sensation into the buttocks area. It was bothersome when the patient turned it on and it was relief when the patient turned it off. Presumably, there was some sort of voltage leak. A device malfunction was reported, the device did not do what it was supposed to do. The ins and extension were replaced in (B)(6) 2014. There were no complications.

Manufacturer narrative:
(B)(4).

Event description:
The device was received for analysis. No information regarding the explant was given. Additional information was requested regarding this from the physician. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 7495lz25, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7495lz25, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 74002; lot # n481213, implanted: (B)(6) 2014, product type adapter; product ID 3998, lot # l78567, implanted: (B)(6) 2002, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a burning sensation. The patient was recently implanted and it was a replacement for an implantable neurostimulator (ins) that had normal battery depletion. A manufacturing representative met with the patient 3 days prior and impedances checked out fine, and the patient was getting stimulation coverage where she needed it in the areas of pain. But the patient had a lot of pain and burning sensation at the ins pocket site, only with the stimulation on. The burning/shocking pain stopped when stimulation was off. A physician saw the patient today and reported that the ins pocket looked fine, with no redness or swelling. It was noted that the patient felt the ins pocket was more bulkier than before. They were suspecting a voltage leak and a scheduled revision for (B)(6) was set. However, on (B)(6), it was reported that the revision had been canceled due to an unknown inflammatory reaction on the patient¿s wrist; the etiology was unknown. The manufacturing representative was not sure when it would be rescheduled. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.